Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Customer blood glucose was 400 mg/dl. The customer did not experienced any symptoms such as a result of high blood glucose. Customer was treated with manual injection or insulin pen. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was using the auto mode feature at the time of event. Based on customer report customer did not allege insulin pump was under delivering. Customer performed high pressure test and it passed the test. The insulin pump will be returned for analysis.